Manufacturer narrative:
A 2000e (B)(6) sample was not available for investigation, however the customer indicates that the smartsite could not be flushed. No further details relating to the connecting products in use at the time of the incident were available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21025828 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e (B)(6) product in the past 12 months.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: preparation of intravenous infusion, found that the access is block, can not be normal infusion, may cause the body discomfort.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: preparation of intravenous infusion, found that the access is block, can not be normal infusion, may cause the body discomfort.

Manufacturer narrative:
H.6. Investigation: a 2000e china sample was not available for investigation, however the customer indicates that the smartsite could not be flushed. No further details relating to the connecting products in use at the time of the incident were available to assist the investigation in this instance. A review of the production records for lot 21025828 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. H3 other text : see h.10.